Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode a review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Salesforce case #(B)(4) npi 8100 error 245.3020. Ail sensor assy- optical/encoder issue. The customer stated that there was no patient involvement. Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case subject: npi 8100 error 245.3020 patient involvement: no. Asset: 8100 pump module v8.5.29.0. Case description: upon powering up the unit, the biomed sees a 245.3020 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: the biomed has replaced the ail sensor and still has the error. Recommend he replace the logic board to correct the error. Gave part number to logic board and biomed will order the logic board. Biomed ended call.